Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. No product pictures, no x-ray and no medical record has been received. Therefore, the reported event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. Within 3 years, 14 complaints have been recorded regarding implant loosening on gts products. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision hip surgery due to a loosening. Indeed, the patient was feeling pain and it has been discovered that the stem was mobilized and the cup was not in a good position.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Concomitant medical products and therapy dates: the primary implantation was performed about 5-7 years ago at (B)(6) hospital by dr. (B)(6). Regenerex 56 was implanted and is handle in (B)(4). The device manufacturing quality record could not been reviewed as the reference and the lot number were not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2020 due to a loosening. Indeed, the patient was feeling pain and it has been discovered that the stem was mobilized and the cup was not in a good position.